Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump is unresponsive without prior alarm. Customer's blood glucose at time of incident was unknown. Customer stated black screen with medtronic logo flashing, pump unresponsive. Customer stated there are no unusual activities before the event.

Manufacturer narrative:
The insulin pump was received with critical pump error open book and unable to download due to moisture damage on the electronic assembly also, moisture damage was found on the battery tube, vibrator and motor assembly during visual inspection. Unable to verify pump unresponsive without prior alarm and perform the functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book. No black screen with medtronic logo flashing during testing. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.